Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a colonoscopy to remove polyps. The settings for the generator were endocut, effect 3 at 200 watts. A small flash of light was observed while removing a polyp in the ascending colon. Then when removing a 6 to 8 mm polyp in the transverse colon, there was a larger flash of light upon activation. After removing the polyp in the transverse colon, there was a 2 cm perforation. Surgery was performed to address the issue and the pt is now fine. Note: the incident occurred in 2009. The account had no pt incidents prior to the reported event. Also, the unit has been used after the incident without any problems.

Manufacturer narrative:
The esu is being returned for an eval. Upon checking the unit, a follow up medical device report will be sent with the findings.